Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg (implantable pulse generator) for several months and was unable to communicate with the external devices. Follow-up information suggested the patient's physical will consider surgical intervention to address the issue at a future date.